Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a severe low blood glucose event while using the ilet system, with no device alarms or alerts reported and with cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included internal case intake and complaint assessment based on user report routed through a clinical specialist. Investigation of this case revealed no device malfunction, no component failure, and no pattern of similar device performance issues, and the event could not be linked to a specific device component or use error based on the limited information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.